Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: as received the distal segment material is missing, exposing the braid wire. Flakes of the light blue segment material could easily be lifted away from the braid with tweezers. The material is very soft. The material gets more firm and rubbery closer to the proximal segment transition and distal segment transition. Inner lumen showing some of the liner disturbed. The introducer as received was full of blood. It was flushed into a strainer and only a small blood clot was found, no particles from the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
A sa6imak sherpa guide catheter was attempted to be used in a renal denervation procedure. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. The device was inserted through a 6f non-medtronic introducer sheath over a 0.035" wire. The physician stated that it felt normal as it was inserted through a sheath. Resistance was not encountered when advancing the device and excessive force was not used. The device was advanced through the femoral sheath to the aorta. It is stated that the guide catheter was not offering support. The wire was pulled back and the physician didn't like how the guide looked so it was pulled out to be inspected. It is reported that when the wire was pulled back it was noted that the guide tip did not have its typical ima unsupported shape and it was mostly straight in line with shaft. The guide was removed to examine the tip and it was noted that the outer coating had been removed near the tip of the guide and the wire braiding was exposed. It is stated that the device was removed shortly after insertion. After the guide was removed the physician aspirated blood through the introducer sheath and noticed 1-2 very small blue particles that appeared to be fragments of the catheter. It cannot be confirmed if all particles were removed from the patient. The renal arteries were not cannulated. No patient injury is reported. The sherpa device was not re-sterilized.